Event description:
It was reported that the 6800 system would lose saved pt images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and the single board computer upgrade kit were installed during the svc call. The system was tested and found to be working as intended and put back into svc.